Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl and loss of consciousness. The customer consumed carbohydrates to address bg and received assistance from paramedics, who monitored the patient but did not administer treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.